Event description:
It was reported that an angio-seal was deployed post diagnostic procedure. The next day, the patient experienced abdominal pain. She received therapy for the pain (type unknown). One day later, the patient had more abdominal pain and the abdomen was hard. A CT scan revealed a retroperitoneal hematoma and a puncture at the front side and rear side of the right common femoral artery. The patient underwent a vascular surgical procedure, and now the patient's condition is reported to be good.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. A four-second digital radiographic cine was received with the complaint. The imaging run represents a contrast enhanced injection of the femoral artery and lower extremity vessels. There is no identification or markers on the imaging run. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.